Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient was having a therapy upgrade. This right ventricular (rv) lead was unable to be successfully implanted due to insulation damage. This lead was unable to be pulled back from the introducer due to a superior vena cava (svc) occlusion. Then, the physician was able to pull the lead back using the introducer and reviewed the lead, blood was found inside the insulation around distal side of electrode. It was decided then to use a different model lead. This lead was returned for analysis. Previous leads implanted were surgically abandoned due to this therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that this patient was having a therapy upgrade. This right ventricular lead was unable to be successfully implanted due to insulation damage. This lead was unable to be pulled back from the introducer due to a superior vena cava occlusion. Then, the physician was able to pull the lead back using the introducer and reviewed the lead, blood was found inside the insulation around distal side of electrode. It was decided then to use a different model lead. This lead was returned for analysis. Previous leads implanted were surgically abandoned due to this therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). The stylet returned inside the lead. This lead was stretched inner and outer (slightly) near the tip. Visual inspection revealed a cut in the outer insulation approximately 555 millimeters (mm) from the terminal pin. Along with blood/body fluid in the lumen from approximately between 535 and 561 mm from the terminal pin. Laboratory analysis was able to confirm the reported allegation of damaged insulation, based on the visual observation of a cut and blood/body fluid in the lead lumen.